Manufacturer narrative:
The insulin pump rattles when vibrator motor is activated due to vibrator motor adhesive not adhering to case. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
(B)(4).  Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sound anomaly. The customer stated when they put the insulin pump to vibrate it would make a weird noise. They were pressing a button to bolus when they noticed the noise. The customer stated it sounds like there was something loose inside the insulin pump when it vibrates. The customer¿s blood glucose level was unknown. The customer stated the insulin pump had been dropped but the noise had been going on prior to the drop. The device will be returned for analysis.